Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified antibiotic. It was reported that the primary solution container was lowered below the secondary solution container using two extension hooks. After an unspecified length of time in use, the nurse noted backflow of solution from the secondary solution container into the primary solution container. It was reported that the tubing of the primary tubing set was clamped. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).